Event description:
It was reported that the patient started hemodialysis in the left forearm under the internal fistula puncture, ultrafiltration for about two hours. The nurse was ready to give routine care to the patient's intracervical dialysis catheter, and immediately found that the patient's respiration was short of breath. The nurse reported to the doctor immediately, placed the patient in lying position, and stop ultrafiltration. It was identified that the long-term tube arterial end of the clamp, 1 cm below the catheter was ruptured, the catheter clamp intact, was in clamped closed state. Reportedly, the patient experienced confusion, called out, bilateral pupil dilation, respiration 29-35 times/min, heart rate 120-136 times/min, oxygen saturation 65-69%, and hemodialysis treatment was terminated. The hcp actively resuscitated the carotid artery after the cta report suggests that some of the intracerebral veins and fascia gas shadow in the sinus, considered the possibility of an air embolism. After that, the patient was transferred to ICU for treatment. Furthermore, the treatment was still ineffective, and the patient was pronounced dead.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo was reviewed. The photograph showed an inserted dialysis catheter with extension legs and some of the bifurcation significantly yellowed, as well as the marker inserts on the clamps. The two hubs were being held in a gloved hand, being surrounded loosely by gauze. Both clamps appeared to be closed. The red (arterial) extension leg of the catheter had a large, even, clean partial discontinuity on the proximal side of the closed clamp that appeared to be a cut, based on its evenness and apparent smoothness. The cut was roughly transverse, though at a shallow angle relative to the tubing axis. No bleeding/leakage from the catheter was evident, but air was visible within the extension leg on the side of the cut. Therefore, based on the photo/video review, the reported rupture will be more specifically described as a cut, and confirmed, and the problems of discoloration and air within the device can be confirmed also based on the provided photos/video. A definitive root cause for the discoloration, cut, and air leak could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient started hemodialysis in the left forearm under the internal fistula puncture, ultrafiltration for about two hours. The nurse was ready to give routine care to the patient's intracervical dialysis catheter, and immediately found that the patient's respiration was short of breath. The nurse reported to the doctor immediately, placed the patient in lying position, and stop ultrafiltration. It was identified that the long-term tube arterial end of the clamp, 1cm below the catheter was ruptured, the catheter clamp intact, was in clamped closed state. Reportedly, the patient experienced confusion, called out, bilateral pupil dilation, respiration 29-35 times / min, heart rate 120-136 times / min, oxygen saturation 65-69%, and hemodialysis treatment was terminated. The hcp actively resuscitated the carotid artery after the cta report suggests that some of the intracerebral veins and fascia gas shadow in the sinus, considered the possibility of an air embolism. After that, the patient was transferred to ICU for treatment. Furthermore, the treatment was still ineffective, and the patient was pronounced dead.